Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - please confirm none of the damaged devices were administered on the patient. - what is the lot number of the device which syringe was found to be broken? - what is the lot number of the device to which the laparasopic tip could not be attached? Tip installation and tip connection issues - is the user a new user to veraseal? If not, how many times have they used veraseal prior to this event? - how many times have they applied the laparoscopic tip before? - was a sales representative present during the case when the issue was experienced? - was any leakage or product solution observed at the luer locks connection? - were there any unexpected outcomes or complications as a result of the event? - are there pictures of the damaged devices available? - can you please clarify if this event speaks to 1 or 2 patient procedures? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and a fibrin sealant preparation device was used. When the package was opened, one of the devices, the end of the syringe was broken, so they couldn¿t connect it to the laparoscopic tip. The second device they were also unable to attach to the laparoscopic tip. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint #: (B)(4). Additional information was requested, and the following was obtained: please clarify what was the issue found with the second device? Part of the open applicator had broken off inside the lap tip, therefore it would not connect properly to the lap tip. Why they were unable to attach the laparoscopic tip? Part of the open applicator had broken off inside the lap tip, therefore it would not connect properly to the lap tip is this issue related with the impossibility of unscrewing the luer locks? No, the grey luar locks/caps were screwed off correctly. Please confirm none of the damaged devices were administered on the patient. No, that¿s correct. What is the lot number of the device which syringe was found to be broken? A4ybe00101 what is the lot number of the device to which the laparasopic tip could not be attached? Unknown ¿ customer disposed of packaging. Tip installation and tip connection issues: is the user a new user to veraseal? If not, how many times have they used veraseal prior to this event? No, they have used veraseal 4ml roughly x70 times before. How many times have they applied the laparoscopic tip before? Roughly x70 times before. Was a sales representative present during the case when the issue was experienced? No. Was any leakage or product solution observed at the luer locks connection? No, leakage was observed between the open applicator and the lap tip. Were there any unexpected outcomes or complications as a result of the event? No, not used on patients, because the device couldn¿t be constructed correctly. Are there pictures of the damaged devices available? Yes, please find attached. Are the devices available to be returned for evaluation? If yes what is the device return status? Yes, I¿ve requested a product complaint box request on 14th july ¿ have not received box yet. Can you please clarify if this event speaks to 1 or 2 patient procedures? If it speaks to two separate procedures please open a secondary file to report on both events independently. One patient procedure. Please specify what is meant by ¿open applicator,¿ when describing the second impacted product. Is the reporter referring to the second pre-filled syringe also having a broken end or the vraas1 dual applicator that is packaged within the vra04 kit? Open as in the applicator for open surgery, rather than laparoscopic. Correct they¿re referring to the dual applicator, packaged with the vra04 kit. Please clarify if the photo provided is of the first impacted product where, ¿the syringe was broken when they opened the package, so couldn¿t connect it to the laparoscopic tip¿ or the second impacted product where ¿part of the open applicator had broken off inside the lap tip, therefore it would not connect properly to the lap tip the photo is the latter - ¿part of the open applicator had broken off inside the lap tip, therefore it would not connect properly to the lap tip¿. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6. Medical device problem code.

Manufacturer narrative:
Product complaint (B)(4). Additional information: d4 the actual device batch number associated with this event is not known. The following possible batch numbers: 2606911 and 2588635. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4) additional information was requested, and the following was obtained: 1. What was the thawing process? Room temperature thawing; temperature: 21 celsius; time: an hour 2. Was the application by spraying or by dripping? Spraying 3. Was the airless spray tip used? Was the tip properly connected? Yes, with the 30 long non flexible cannula 4. If the tip used is a laparoscopic tip please indicate how many units of airless spray tip came with the original packaging? 6 5. How many times was the tip changed? The cannula was not changed as it did not work first time 6. Any leakage has been detected? If yes, which part of the device (specifically) was the product leaking out? Between the glue and cannula attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please clarify what was the issue found with the second device? 2. Why they were unable to attach the laparoscopic tip? 3. Is this issue related with the impossibility of unscrewing the luer locks? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6. Medical device problem code

Manufacturer narrative:
Product complaint #: (B)(4). H3 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the vraas1 device was returned with the dual applicator attached and the pre-filled syringe still with biologic solution. In an attempt to replicate the reported incident, the device was functionally tested to detect any functional issues. Upon evaluation of the device, the luers move correctly and can be both tightened and loosened without issues observed. The device was fully functional according to the manufacturing requirements and no anomalies were noted. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Additional information: d4, h4 ¿ the actual device batch number associated with this event is not known. The following are the possible batch numbers: 2606911 and 2588635. Batch 2606911 mfg date: march 21, 2020 ~ march 27, 2020, exp date: march 21, 2023. Batch 2588635 mfg date: february 23, 2020 ~ mar 1, 2020, exp date: february 23, 2023. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.